Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a noga-star¿ cardiology catheter and when the catheter was in the heart, the deflection mechanism got stuck not been able to return to a straight position. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported because the curve is stuck in deflected position on curved tip. This could potentially contribute to an adverse event during forceful withdrawal. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Deflection test was performed and catheter passed all specification. Catheter was moving freely. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17026912m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a noga-star cardiology catheter and when the catheter was in the heart, the deflection mechanism got stuck not been able to return to a straight position. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported because the curve is stuck in deflected position on curved tip. This could potentially contribute to an adverse event during forceful withdrawal.